Event description:
It was reported that 4 bd maxplus pressure rated extension set with needleless connector experienced flow issue and clogged. The following information was provided by the initial reporter: rn connected ns flush to extension set and able to flush some saline through and then meets resistance and unable to flush. This was not connected to the patient the rn was priming the extension set before placing an IV.

Manufacturer narrative:
H6: investigation summary: 1 used samples (model # mp3501-c , lot # 22069232) was returned for investigation. Additional 3 samples were received and investigated. Two empty bd sodium syringe was also returned with the sets. It was reported by the customer "rn connected ns flush to extension set and able to flush some saline through and then meets resistance and unable to flush. This was not connected to the patient the rn was priming the extension set before placing an IV". Prior to functional testing the sets were visually examined for defects and abnormalities. No other defects or abnormalities were observed. The sets were connected to a 10 ml bd syringe filled with water and attempted to be flushed. It is impossible to push the fluid through all four used samples. The set was examined under magnification where an occlusion, possibly due to excess solvent, can be observed. A quality notification was sent to the manufacturer. A device history record review for model mp5301-c and lot number 22069232 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. The principal root causes were determined to absence of occlusion detection method at the end of gumming, incorrect use of air fixture and absence of visual aid for air fixture and dispenser of solvent.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd maxplus pressure rated extension set with needleless connector experienced flow issue and clogged. The following information was provided by the initial reporter: rn connected ns flush to extension set and able to flush some saline through and then meets resistance and unable to flush. This was not connected to the patient the rn was priming the extension set before placing an IV